Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient experienced left excess skin on the left side, not deflation in addition to left lump, and right side capsular contracture, baker grade unknown, and seroma in addition to right deflation. Deflation code has been removed and replaced with adverse event code on this form. H6 health effect - clinical code e2402: cutaneous contour deformity. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional event information that the patient underwent explantation and replacement with 405cc mentor memorygel breast implants, catalog # smpx405, left lot-serial # (B)(6), and right lot-serial # (B)(6), on (B)(6) 2021. The mentor failure analysis lab has received and completed the evaluation of the suspect medical device. Device evaluation summary: according to the information reported, the patient developed excess skin and lumps. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm hps dv 460cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device 7297033 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture and lump. Date of explantation: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast reconstruction surgery with a 460cc mentor smooth round high profile and experienced bilateral breast implant deflation and left lump postoperatively. The diagnosis was confirmed via ultrasound, and consultation with a physician. As a result, the devices will be explanted on (B)(6) 2021. This medwatch report is for the patient¿s left-sided device.